Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture. A connection issue with the implantable pulse generator (ipg) header was suspected. Both the ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.